Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted that the shock impedance had gradually risen, and isometric testing was negative. Boston scientific technical services (ts) provided troubleshooting options. An appointment with the patient's local physician was planned to further access. This crt-d remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that the rv lead also exhibited high pacing thresholds. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The crt-d was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high shock impedances. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted that the shock impedance had gradually risen, and isometric testing was negative. Boston scientific technical services (ts) provided troubleshooting options. An appointment with the patient's local physician was planned to further access. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated that the rv lead also exhibited high pacing thresholds. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The crt-d was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported. This supplemental report is being filed as the device evaluation was completed.